Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator was not booting up to operating mode, the screen is black and all leds are lighted on the uim (user interface module) after switch on. The sound alarm is active. The problem repeats every time after switching on the unit. The customer confirmed that there is no patient involvement associated with this reported event.